Event description:
Report received from the USA stating "the attachment runs rough and heating". The device was used during a "craniotomy for tumor" procedure. There were no pt or user injuries reported. The exact day of the event was unknown to the reporter. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).